Manufacturer narrative:
Additional information: explant date. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis result revealed nitrogen above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing fluctuating impedances and decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is being scheduled.